Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a fracture of the proximal tibial diaphysis. A tna nail was used for the surgery, and 3 locking screws were inserted into the proximal bone fragment. The surgery was completed successfully with no surgical delay. After the surgery, 2 out of 3 proximal locking screws came out. The 2 proximal locking screws were removed one at a time, on (B)(6) 2024. Bone union has not been achieved. Currently, only 1 proximal locking screw has been inserted, but the surgeon will continue to monitor the state until bone union achieves. It is unclear which of the 3 registered products are the 2 screws that has been removed. The patient was reported as stable. This report involves one (1) locking screw for im nail ø 5mm/ 70mm/ xl25/ sterile. This is report 1 of 1 for (B)(4). (B)(4) is related with (B)(4). (B)(4) has been created to capture the 1st revision surgery which is occurred on (B)(6) 2024 due to the one migrated screw. (B)(4) has been created to capture the 2nd revision surgery which is occurred on (B)(6) 2024 due to the second migrated screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H3, h4, h6: a manufacturing record evaluation was performed for the finished device: product code: 04.045.070s; lot number: 723p149. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25-march-2022; manufacturing site: jabil grenchen; expiry date: 01-march-2032. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.